Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, neurological sequelae such as dizziness is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that approximately 5 month post stent-assisted coil embolization of right internal carotid artery-ophthalmic artery, the patient experienced dizziness that was resolved the same day without residual effect. MRI was done and the patient was referred to follow up at balance center. The physician established that the dizziness was related to the procedure, to the stent, and to coils (subject devices). The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 0. At 6 month and 12 month post procedure, nihss and mrs were 0.

Manufacturer narrative:
This is the third of 5 records. Subject device remains implanted.

Event description:
It was reported that approximately 5 month post stent-assisted coil embolization of right internal carotid artery-ophthalmic artery, the patient experienced dizziness that was resolved the same day without residual effect. MRI was done and the patient was referred to follow up at balance center. The physician established that the dizziness was related to the procedure, to the stent, and to coils (subject devices). The patient was assessed neurologically after procedure and at 2 month post-procedure with mrs of 0. At 6 month and 12 month post procedure, nihss and mrs were 0.